Event description:
Reporter stated that patient obtained a "normal" blood glucose result (value not provided) on the suspect device. Patient reportedly based her nph insulin dose on this value. Reporter indicated that, 30 minutes later, patient was found unconscious. Emergency medical services were summoned and, upon their arrival, an unspecified time later, patient's blood glucose reportedly measured 25 mg/dl (on paramedics' device). Reporter stated that paramedics treated patient with something to elevate blood glucose; however, he did not known what it was. Patient was then transported to the hospital where she remained overnight. No additional information about patient's diagnosis or treatment was provided. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.